Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found with a 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc. The following information was provided by the initial reporter, "the second IV (bd insyte autoguard bc winged 24 ga) has what it appears to be a wood chip in the packaging of the unopened product." 1 of 2 complaints.

Event description:
It was reported that foreign matter was found with a 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc. The following information was provided by the initial reporter: "the second IV (bd insyte autoguard bc winged 24 ga) has what it appears to be a wood chip in the packaging of the unopened product." 1 of 2 complaints.

Manufacturer narrative:
H.6. Investigation: bd received an unused 24 gauge insyte autoguard blood control unit from lot 9002924 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of brown foreign matter present inside of the package. Based off the visual inspection the engineer was able to verify the reported defect. The brown particle was identified to be a sliver of wood. The foreign matter was introduced during the manufacturing or packaging process. Wood pallets are used in the packaging area that is separate from assembly in the controlled environment. Potential cause is related to associates' movement between the packaging area and the controlled environment.